Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered during priming there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4 lot #/expiration date/UDI #, g1 address (remove englewood address. Manufacturer is known due to lot # provided), h4 and h6. H4: the lot was manufactured from march 12, 2020 - march 17, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.